Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of patient made mistake / touch contamination and peritonitis in a patient coincident with dianeal unknown and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On an unreported date in (B)(6) 2011, the patient began treatment with dianeal pd4 ultrabag therapy (dose, frequency and lot number not reported), ip for pd. Dianeal unknown and dianeal pd4 ultrabag therapies were ongoing. On an unreported date, the patient made a mistake/touch contamination, which resulted in peritonitis on (B)(6) 2012. On (B)(6) 2012, the patient was admitted to the hospital for peritonitis. On an unreported date, the patient began treatment with vancomycin (ip, dose and frequency not reported). On (B)(6) 2012, the patient was discharged from the hospital. The peritonitis was recovered.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: 11h24h25 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the use error which caused the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.